Manufacturer narrative:
The product was evaluated by field service and they confirmed the issue and found the vacuum controller knob spinning freely. The pump¿s core where the fan was attached did not rotate smoothly. It was heavier to rotate and a little sluggish with a grinding sound. This indicated the pump would stall. Service was able to fixed the issues and the system passed all testing. Delayed procedure due to suction output issues are identified in vaserlipo system risk assessment (260-0113hz rev. 13). Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Event description:
A user facility reported a 30 minute delay in treatment while the patient was under general anesthesia. It was reported that there were zero suction readings from the ventx console. The user switched to a backup system and the procedure was completed.